Manufacturer narrative:
Date of event: best estimated date (B)(6) 2019. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye when using the phacoemulsification ellips fx handpiece. A brief description from the surgery center indicated the phaco handpiece was in use for about a month when the corneal burn occurred. As a result of corneal burn, 4 to 5 sutures were placed to close the wound. The surgery center did not return the handpiece for evaluation. No additional information was provided.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 11/17/2018; however, the correct date is 11/7/2018. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.